Manufacturer narrative:
Section b5: addendum for additional information received: additional information was received indicating that the patient was implanted with an optease filter, not a trapease filter. The indication for the filter placement was failure of anticoagulation. Prior to the filter placement, the patient had developed a pulmonary embolism (pe), despite being on xarelto and had issues with gastrointestinal (gi) hemorrhage. The patient has a history of hypertension, which required medication, diabetes with insulin medication and lower extremity surgery, shortness of breath (sob), exertional dyspnea and a unilateral segmental pe as well as a current left lower extremity (lle) deep vein thrombosis (dvt) in the femoral popliteal vein. As reported by the preserve study, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was failure of anticoagulation. The patient has a history of hypertension, which required medication, diabetes with insulin medication and lower extremity surgery, shortness of breath (sob), exertional dyspnea and a unilateral segmental pe as well as a current left lower extremity (lle) deep vein thrombosis (dvt) in the femoral popliteal vein. Prior to the filter placement, the patient had developed a pulmonary embolism (pe), despite being on xarelto and had issues with gastrointestinal (gi) hemorrhage. Nineteen days post implantation, the patient was admitted with complaints of extreme weakness, generalized body aches, right thigh and leg pain, abdominal pain, nausea, malaise, back and neck pain. The vital signs on admission were: temp: 97.7, b/p 85/55, respirations 18, pulse 117, o2 saturation 92%. Lab work, blood cultures, pa/l chest x-ray, and abdominal ultrasound performed. The blood culture was positive for c. Difficile. An abdominal ultrasound revealed that the inferior vena cava (ivc) was patent, pa/l chest x-ray findings: lungs clear with no infiltrates, effusions or acute findings. Bilateral lower extremity venous duplex revealed acute right femoral, popliteal and calf deep vein thrombosis (dvt), chronic left femoral and calf dvt. The patient was treated with vancomycin for eleven days during inpatient stay, and was discharged to home with instructions to continue vancomycin for eleven additional days. The event resolved without sequelae and was determined to be severe in severity and unrelated to the device. Two months and nine days post implantation, the patient was admitted with c/o nausea and vomiting x2 weeks and left lower extremity pain and limited range of motion. Test performed included routine lab work, blood and urine cultures, upper endoscopy, pa and lateral chest x-ray, and computed tomography (CT) scan of abdomen and pelvis. Intravenous (IV) fluids were administered and rocephin for possible urinary tract infection (uti). The event resolved without sequelae and was determined to be moderate in severity and unrelated to the device. The patient was discharged three days after admission. Eleven months and twenty-seven days post implantation, the patient revealed to have been in the hospital, five months and nineteen days post implantation. The patient had been admitted to hospital for temporary paralysis of lower extremities and possible spinal contusion. The patient was to undergo a planned back surgery and due to complications the surgery was aborted. The patient stated to have had a pulmonary embolism (pe) in the right lower lung. Records received six months and twenty-one days later, indicated that the planned back surgery was postponed after the subject developed supraventricular tachycardia (svt) upon turning prone for procedure. The patient had been admitted with onset leg pain and redness. Bilateral venous duplex revealed new onset lower extremity dvt of right leg at the popliteal vein down to the calf veins. The patient was on eliquis for dvt management, nubain and norco for pain management a computed tomography (CT) scan pe study, revealed segmental pe of the right middle and lower lobes with right lower lobe infarct. The lower extremity doppler revealed bilateral chronic dvt in the popliteal and femoral arteries. Therapeutic lovenox was initiated and the patient was discharged four days after the attempted surgery, with instructions to continue lovenox and a recommendation to transition to pradaxa after completing five days of lovenox. These events were considered to be severe in severity and unrelated to device. The events resolved without sequelae. The product was not returned for analysis. A product history record (phr) review of lot 17401863 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pain,¿ ¿deep vein thrombosis¿ and ¿post procedural pulmonary embolism¿ could not be confirmed as the device was not returned for analysis, nor were procedural images provided for review. The exact cause could not be determined. Vessel and patient characteristics may have contributed to the reported event. According to the safety information in the instructions for use ¿possible procedure complications include, but are not limited to, the following: recurrent pulmonary embolism.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the preserve study, the patient underwent placement of a trapease vena cava filter. Nineteen days post implantation, the patient was admitted with complaints of extreme weakness, generalized body aches, right thigh and leg pain, abdominal pain, nausea, malaise, back and neck pain. The vital signs on admission were: temp: 97.7, b/p 85/55, respirations 18, pulse 117, o2 saturation 92%. Lab work, blood cultures, pa/l chest x-ray, and abdominal ultrasound performed. The blood culture was positive for c-difficule. An abdominal ultrasound revealed that the inferior vena cava (ivc) was patent, pa/l chest x-ray findings: lungs clear with no infiltrates, effusions or acute findings. Bilateral lower extremity venous duplex revealed acute right femoral, popliteal and calf deep vein thrombosis (dvt), chronic left femoral and calf dvt. The patient was treated with vancomycin for eleven days during inpatient stay, and was discharged to home with instructions to continue vancomycin for eleven additional days. The event resolved without sequelae and was determined to be severe in severity and unrelated to the device. Two months and nine days post implantation, the patient was admitted with c/o nausea and vomiting x2 weeks and left lower extremity pain and limited range of motion. Test performed included routine lab work, blood and urine cultures, upper endoscopy, pa and lateral chest x-ray, and computed tomography (CT) scan of abdomen and pelvis. Intravenous (IV) fluids were administered and rocephin for possible urinary tract infection (uti). The event resolved without sequelae and was determined to be moderate in severity and unrelated to the device. The patient was discharged three days after admission. Eleven months and twenty-seven days post implantation, the patient revealed to have been in the hospital, five months and nineteen days post implantation. The patient had been admitted to hospital for temporary paralysis of lower extremities and possible spinal contusion. The patient was to undergo a planned back surgery and due to complications the surgery was aborted. The patient stated to have had a pulmonary embolism (pe) in the right lower lung. Records received six months and twenty-one days later, indicated that the planned back surgery was postponed after the subject developed supraventricular tachycardia (svt) upon turning prone for procedure. The patient had been admitted with onset leg pain and redness. Bilateral venous duplex revealed new onset lower extremity dvt of right leg at the popliteal vein down to the calf veins. The patient was on eliquis for dvt management, nubain and norco for pain management a computed tomography (CT) scan pe study, revealed segmental pe of the right middle and lower lobes with right lower lobe infarct. The lower extremity doppler revealed bilateral chronic dvt in the popliteal and femoral arteries. Therapeutic lovenox was initiated and the patient was discharged four days after the attempted surgery, with instructions to continue lovenox and a recommendation to transition to pradaxa after completing five days of lovenox. These events were considered to be severe in severity and unrelated to device. The events resolved without sequelae.